Manufacturer narrative:
(B)(4). Visual and functional analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the left iliac artery. The 14 x 40 mm armada 35 balloon catheter was prepared accordingly to the instructions for use. The armada 35 was advanced to the target lesion with no resistance noted; however, the balloon ruptured at 3 atmosphere (atm) during the 2nd inflation. The armada 35 was withdrawn from the patients anatomy successfully. A new 14 x 20 mm armada 35 balloon catheter was used successfully to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.